Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products: item number: 163662, item name: 28mm mod hd std neck tp1 taper, lot number: 645590, item number: unknown, item name: unknown cup, lot number: unknown, item number: unknown, item name: unknown stem, lot number: unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03961. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head would not properly articulate with the liner. The case was complete with another shell and liner. Attempts have been made and no additional information is available.